Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1653. It was reported, the patient is no longer receiving effective stimulation since suffering a fall. An sjm representative met with the patient and lead diagnostic tests were normal. Follow up information identified the patient is experiencing a jolt that starts at the ipg site and moves to his back and then to his legs multiple times a day. The patient also stated his stimulation turns on by itself. The patient is on a new medication that controls his pain, and he does not feel that he needs the system anymore. Surgical intervention is pending to address the issue.